Manufacturer narrative:
Unit passed displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected multiple insulin pump error alarms were noted during testing. However, unit unable to upload, download data or verify hardware low level failure alarm in the pump history file due to a problem with the electronics. Motor was tested outside device, and it passed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that their insulin pump had multiple insulin pump errors alarms. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer stated the insulin pump was exposed to a high magnetic field. Customer performed displacement and test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.